Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. A follow-up report will be provided once it has been received and reviewed.

Event description:
The ultrasound department used 16g tru core ii to do kidney biopsy, bleeding was observed at the puncture site. After the operation, the doctor inspected and found the needle was 14g actually, not 16g as the package showed.